Event description:
The rptr stated that the implanted manta ray anterior cervical plate screw was observed, on post operative x-ray, to have been displaced (back out). The surgeon was to continue to monitor the pt.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The complaint sample was not available for eval as the device remains in the pt. There was no report of additional medical intervention being required. The issue of a screw backing out postoperatively was addressed in the failure modes and effects analysis (fmea) in the marta ray design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.